Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when a leak was observed at the end of the inflation channel at the tip of the tube. A review of manufacturing device history records for the reported lot number found no discrepancies, however, the investigation attributed the observed condition to a manufacturing error. A notification with this complaint's details was provided to manufacturing personnel. Complaint information will continue to be monitored.

Event description:
It was reported that a balloon leakage was found during the balloon check. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.